Event description:
No additional information.

Manufacturer narrative:
Investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5182714 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint#: (B)(4). Product: bd 1ml tb syringe slip tip with detachable precision glide needle. Product #: unknown. Lot number#: 5182714. Complaint: a registered nurse reported to fresenius medical care via email that a bd 1ml tb syringe slip tip with bd precision glide needle detached from syringe when used for intradermal injection leaving needle on patient's skin.